Manufacturer narrative:
Concomitant medical products: patient medications - sulfamethoxazole; oxycodone; carboxymethylcellulose; omeprazole; aspirin; acetaminophen; metoprolol; simvastatin; alfuzosin; clopidogrel bisulfate. The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. (B)(4). The gore® excluder® iliac branch endoprosthesis instructions for use state that potential device or procedure related adverse events include; improper component placement, claudication.

Event description:
On (B)(6) 2016, the patient was treated for bi-lateral iliac aneurysms. The patient tolerated the procedure, but a few hours later the patient's leg lost circulation. The hgb device was deployed too high into the flow divider during the original procedure and was preventing adequate flow down the right external artery. The patient was brought back for an intervention. It was reported that the physician chose to place two pxl161407 devices to extend the overlap, recreating a flow divider which restored the blood flow to the right external artery. The patient tolerated the procedure.